Manufacturer narrative:
(B)(4). A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from its tubing, in the region of the blue slide clamp. This occurred during infusion of parenteral nutrition solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. During photographic inspection, a leak was observed from a micro hole in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was unable to be determined. A CAPA has been opened in order to further investigate this condition. Should additional relevant information become available, a supplemental report will be submitted.